Manufacturer narrative:
Sample retuned for investigation consist of four parts used for the investigation where it was reported foreign material/contaminate were reported. Investigation performed did not confirm alleged complaint. Embed particulate of parylene were discovered on sample. Root cause was not determined.

Event description:
It was reported that there were some trachs with filament growths in them. The event occurred at the hospital, there was patient involvement, but no patient harm.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Through device analysis embedded particulate of parylene was identified in the samples by visual inspection. A root cause was not identified. A device history record (DHR) review could not be performed as the lot number was unknown.